Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2022. During the implant procedure, the marginal mandibular nerve was severed. The patient experienced numbness in their chin and neck. The patient stated the numbness was not a bother to their daily life. As of (B)(6) 2023, the patient still had issues related to the severed nerve, and it was unknown if it would resolve.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h10 cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2022. During the implant procedure, the marginal mandibular nerve was severed. The patient experienced numbness in their chin and neck. The patient stated the numbness was not a bother to their daily life. As of (B)(6) 2023, the patient still had numbness related to the severed nerve, and it was unknown if it would resolve. The patient does not want to consider intervention as they feel the therapy is helping them overall.